Manufacturer narrative:
Age at time of event 18 years or older. Device is combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. After serial predilatation, a 20 x 3.50mm promus premier stent was implanted for treatment. However, during post dilation, a mild distal end dissection was noted. Another stent was deployed at the distal end to cover the dissection completing the procedure. No further patient complications were reported and the patient status was stable.